Manufacturer narrative:
Additional information has been received which has been added. It was further reported the lead is still in use. The physician reports the adverse event (coronary sinus dissection) was not device related but procedure related. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in (B)(6) current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. (B)(6) 2011;162(2):390-397.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis of the save to disc was not provided as it was not useable.

Event description:
A journal article was reviewed that contained information regarding this implantable cardiac resynchronization defibrillator system. During the implant procedure the coronary sinus was dissected. There was no further patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.